Event description:
A report was received that the patient's ipg site was hot and tender to touch. The patient was given oral baxatracin antibiotics. The patient was doing well. No other information can be provided to bsn.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).